Event description:
Follow up was performed with the author of the article however he will not be able to provide any additional information due to confidentiality agreements he signed when gathering the data for the article.

Event description:
It was reported in an article entitled "vagus nerve stimulation for epilepsy: the notre-dame hospital experience" that one patient developed a minor scar infection at the electrode site twelve months after device implant. The infection resolved with antibiotic treatment and did not require device removal. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Vagus nerve stimulation for epilepsy: the norte-dame hospital experience by qiabi, m., bouthillier, a., carmant, l., nguyen, d.k. Can. J. Neurol. Sci. 2011: 38: 902-908.